Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced vt. Inadequate atp therapy and an inadequate shock were delivered. The vt stopped by itself. The device was explanted and replaced. Patient was stable post procedure.